Event description:
A trilogy evo, international ventilator was returned to a third-party service center for service due to an allegation of "assistance required". There was no harm or injury reported. The device was not in patient use. During the evaluation of the trilogy evo, international device at third-party service center, an error indicating the device software detected a large pressure drop between the monitor and outlet pressure sensors discovered in the event log. The technician documented that the error was is caused by contamination. The device's machine flow sensor was replaced to address the issue. Additionally, the device's blower assembly, blower bellows seal, in-line filter prox and in-line filter are contaminated with dirt and have been replaced. Due to 4 years preventive maintenance the device's muffler, air foam filter, and particulate filter need replacement. The system board was replaced to address other non-actionable error codes discovered in the device's event log. This device has been serviced, inspected, tested, met acceptance criteria in accordance with all of the applicable customer requirements.